Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as: 21342655-2011-03127. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. The target lesion being treated was located in the proximal left circumflex (lcx). The lesion was 70% stenosed, 2.75mm in diameter and 21mm long. The lesion was treated with predilation and placement of a 2.75x24mm and 2.75x20mm perseus wh stents. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2010, the patient experienced chest pain and myocardial infarction. The patient was admitted with chest pain and syncopal episodes. Clinical diagnosis was reported as non-st elevation myocardial infarction. The patient opted for medical management. The event was resolved with residual effects and the patient was discharged five days later on aspirin.